Event description:
According to the reporter, during the primary insertion of the trocar in a lap splenectomy procedure, the seal was disengaged. The surgeon released his palm from the obturator after the shield engaged which disengaged the shield and drove the blade into a blood vessel. The blood vessel perforated. The patient bled and died. There was permanent damage. There was blood loss of 500 cc or more due to the product problem. There was tissue damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.